Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 506 mg/dl. Customer current blood glucose is 406 mg/dl. The customer was treated for high blood glucose with bolus through pump and using u500 insulin. The customer was explained the 2 high blood glucose rule. Customer stated that he kept getting the meter blood glucose now alarm on his pump. Customer advised that he does not want to go through troubleshooting at this time. Customer was advised that he would not be able to calibrate above 400 mg/dl. Customer stated that he is going to monitor.